Manufacturer narrative:
Corrected data: b1 - changed to product problem. B2 - other serious (important medical events) should be removed as event is not serious. Claim#: (B)(4).

Manufacturer narrative:
B5: the lens was implanted on (B)(6) 2016. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -18.00/+2.5/091 (sphere/cylinder/axis), in the patient's right eye (od). The reporter indicated the anterior chamber collapsed due to the haptic stuck in the incision. The lens remained implanted. The cause of the event was due to user error. The reporter indicated the "ovd-free" technique was different from the standard surgery. Haptics stuck in the incision would lead to sudden collapse of the anterior chamber, we didn't have such experience before. This patient was part of a study comparing the safety of implantable collamer lens (icl) with and without ophthalmic viscosurgical device (ovd).